Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced three infusion set was fell off during use event on 18-apr-2024. The infusion set was in use for less than one to three hour. The blood glucose level was 130-280mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.